Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer had stated the frame was broken. The whole frame but had no specifics. Customer states the kid who operated the chair crashed into something.